Manufacturer narrative:
(B) (4). The pt's current condition is unk as not provided by reporter. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describe the indications for use, warnings, precautions, and the proper deployment sequence. Specifically, the IFU states, "the zenith aaa endovascular graft with the h and l-b one-shot introductions system and ancillary components is indicated for the endovascular treatment of pts with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." Without images or additional info, it is difficult to determine a root cause. It should be noted that the device was used outside the indications for use in this case, as the infrarenal aortic segment should at least be 15mm in length. Info was received that "the physician commented that the sheath was inserted deeply in the main body graft while performing angiography to check the left internal iliac, so he could not determine the position of the left iliac bifurcation clearly. The effective length of the left iliac was determined based on this unclear measurement. The physician thinks it may resulted in the iliac leg covered the left internal iliac artery." The complaint info indicates that there was a discrepancy in the length of the distal fixation site. The reported tortuosity may have also contributed to the reported difficulty of measuring and accurately landing the device. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.

Event description:
A (B) (6) male pt underwent aaa repair on (B) (6) 2010. The pt's anatomical form was not suitable for aaa repair due to proximal neck less 15mm, extremely tortuous anatomy of left common iliac artery, and arterial dissection at left iliac artery bifurcation. The main body ipsilateral limb was deployed, and the physician attempted to remove the black trigger wire release mechanism, but he couldn't pull the trigger wire (1820334-2010-00093). The physician attempted to release the trigger wire tension by loosening the pin vise and pulling the top cap down, but was still unable to remove it. The sales rep advised the trouble shooting to resolve the difficulty by removing trigger wire. The physician performed following: cut the black trigger wire by a nipper, fixed the wire with a clamp, and then deployed the main body graft ipsilateral limb. Removed white trigger wire, and advanced grey positioner and introducer sheath close to the top cap. Performed contralateral iliac cannulation and angiography, but the physician was unable to determine the position of the renal artery. Removed the black trigger wire. Although the troubleshooting indicates to inflate balloon in the main body before advancing top cap inner cannula, the physician fixed the main body contralateral limb with pta balloon, and advanced the top cap inner cannula to deploy the top stent. The main body graft moved upward as he advanced the inner cannula. When the physician off the top cap about a half, he checked the fluoroscopy and confirmed the main body graft was moved down and repositioned to the intended site, then the physician pulled off the top cap and fully released the top stent. Expanded the balloon at the main body proximal neck, and confirmed the opening of the renal artery. Performed angiography to verify the position of the left internal iliac bifurcation. (Left iliac active length was 48mm at pre-procedure sizing, but it was measured 60mm at this time). Placed the ipsilateral iliac leg and then contralateral iliac leg. The sealing site of the ipsilateral iliac leg was narrowing, so the physician placed another manufacturers' iliac stent at ipsilateral leg distal site into the external iliac artery, at a final angiography, the occlusion of the left internal iliac artery was confirmed. No endoleak was confirmed, so the physician finished the procedure.